Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument for sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 12:26pm on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between the ethanol concentration of 86.8% measured by the fss using a hydrometer on (B)(6) 2015 and that calculated by the instrument software of 100%, indicates that an error occurred during completion of this action. Bottle 5 (ethanol) was then used for the final dehydration step of the "factory 2hr xylene" protocol started in retort a at 14:56pm on (B)(6) 2015 and the "factory 2hr xylene" protocol started in retort b at 19:02pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred when replacing the reagent in bottle 5 (ethanol) prior to commencement of the "factory 2hr xylene" protocol started in retort a at 14:56pm on (B)(6) 2015 and the "factory 2hr xylene" protocol started in retort b at 19:02pm on (B)(6) 2015, from which sub-optimal tissue processing was reported by the complainant.

Event description:
On (B)(6) 2015, leica biosystems received a complaint regarding sub-optimal tissue processing from two (2) processing runs. The complainant described the affected tissue samples as "burnt" and that approximately 25-30 samples were undiagnosable. On (B)(6) 2015, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the alcohol concentration in bottles 3-10 inclusive using a hydrometer. The alcohol concentration in bottle 5 measured using a hydrometer was 86.8% while that calculated by the instrument software was 100%. The fss replaced the reagent in reagent bottle 5. As at 09 september 2015, leica biosystems had not received information regarding the final status of approximately 25-30 samples/or whether re-biopsy of patient(s) is required, despite several requests being made to the laboratory.